Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14.5 cm distal to the is-1 connector pin. All fragments were received for analysis. During the visual inspection, multiple signs of wear along both lead fragments were noted. Particularly at the distal lead fragment, near the rv shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state. C causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had an impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. Additional information such as diagnostic images might help to determine the origin of the increased stress level. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 29 months after the implant due to a decreased pacing impedance and a decreased sensing as well as an increased threshold.